Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. The part and lot number are unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Legal counsel reported that the patient allegedly suffered severe damage from improper use of the surgical tool. The attorney requested a brochure or documentation stating what length the pectus bar should be. No additional information has been provided at this time.